Event description:
It was reported that after a meal the user experienced hyperglycemia with glucose around 300 mg/dl, and the ilet delivered additional insulin doses until glucose decreased. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms and no reported need for medical intervention or hospitalization. Investigation included outreach to obtain additional event details and blood glucose information, which remained pending. Investigation of this case revealed that the cause of the hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.